Event description:
No additional information from the customer.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, h11 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e216 - image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely component failure led to the reported malfunctions. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed a b30 communication error and e315 incompatible scope error. The issue was found during inspection for use of the device. There was no patient involvement.